Event description:
In 2008, patient presented with pelvic pain. Procedure performed: diagnostic laparoscopy, peritoneal biopsy, chromotubation. The cohen cone tip remained in the vagina. The patient was discharged after recovery. Later that evening at home, the cone tip was passed out through the vagina. Patient presented to the ed, exam revealed no tissue injury to the patient. The cone tip had been lined up with the notch and secured tightly prior to the procedure.